Event description:
Determined to be reportable based on analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was located in the diagonal branch. The details of the lesion are unknown. The 2.50x24mm taxus liberte stent delivery system was unable to cross the lesion. The patient status is good. However, the device analysis revealed stent damage.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed stent strut damage. One stent strut was bent outwardly 6mm distal from the distal edge of the proximal markerband. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.